Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, 9 episodes of non-sustained ventricular tachycardia (nsvt), 1 episode od supra ventricular tachycardia (svt), pacemaker mediated tachycardia (pmt), 1 episode of ventricular tachycardia (vt) ,and 5 episodes of non-sustained right ventricular oversensing (nsrvo) were noted on the device. The physician suspected atrioventricular nodal reentry tachycardia (avnrt), but wanted to be sure that device was not causing any under, or over-sensing, that the a pacing didn¿t advance the tachycardia, or initiate any tachycardia by pacing on a t-wave. Review of the records revealed that the device did not cause any sensing issues. Competitive atrial pacing was noted on the rv oversensing electrogram. Programming changes were discussed. The patient was stable.